Manufacturer narrative:
Product complaint date sent: (B)(6) 2024 b3: date of event was unknown. D4: batch # c9eg9f investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with a gst60d reload loaded on the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. No functional test was performed due to the condition of the device. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. After further evaluation, the analysis showed a knife wing was broken off. The wing of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Device history review a manufacturing record evaluation was performed for the finished device batch number c9eg9f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 02/26/25 d4: batch #unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device cut? - if yes, was the cut line complete? - if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a respiratory procedure, it was observed that the stapling stopped and the staples were not deployed when cutting the lung parenchyma, another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.